Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor is giving them false alerts. The patient's blood glucose was 140 mg/dl at the time of the call. The customer declined trouble shooting the issue. The customer inserted a new sensor to resolve the issue.